Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to ipg migration. As a result, the patient may be awaiting ipg revision.

Event description:
Follow up information identified the patient's ipg was replaced with a new model, resolving the patient's ipg site discomfort.